Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the surgeon used the absorbable hemostatic powder prophylactically to prevent bleeding at the end of procedure, applying the entire vial and not removing the excess of the product. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure name and date of the index surgical procedure? The diagnosis and indication for the index surgical procedure? Where was the surgicel powder used (on what tissue)? What was the reason for the reintubation of the patient? Was medical/ surgical intervention performed? If yes, please describe. Does the surgeon believe the hoarseness is related to the surgicel powder? If so, why? Was any medical/ surgical intervention performed for the hoarseness? Other relevant patient history/concomitant medications. Product code and lot # . What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? The surgeon mentioned that other patients became hoarse. Please confirm the specific number of patient events / procedures? Have any of these events/procedures been previously reported to ethicon? If yes, please provide complaint file number. For each patient event/procedure please provide additional complaint details: event description. Product code and lot number. Date and name of index surgical procedure? Date that the patient presented with symptoms? Please describe the symptoms. Has any surgical or medical intervention been performed? If yes, please describe? The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent a thyroid procedure on an unknown date and absorbable hemostatic powder was used. The patient needed to be reintubated and possibly became hoarse. Additional information was requested.